Event description:
It was reported that the procedure was to treat a 99% stenosed, heavily calcified and moderately tortuous vessel in the obtuse marginal (om) artery. The 2.5x18mm xience skypoint stent delivery system (sds) failed to cross due to the anatomy. There was resistance with the anatomy during removal. A non-abbott stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the 99% stenosed, heavily calcified and moderately tortuous. Continued resistance with the difficult anatomy during removal caused the reported difficulty removal. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 99% stenosed, heavily calcified and moderately tortuous vessel in the obtuse marginal (om) artery. The 2.5x18mm xience skypoint stent delivery system (sds) failed to cross due to the anatomy. There was resistance with the anatomy during removal. A non-abbott stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: all devices were removed as a single unit. No additional information was provided.